Event description:
Orig. Surg. 2006. Allegedly six days after the operation with cervical interbody cage and allomatrix, the surgeon removed the cage from the patient due to the melt of allomatrix in the cage "cause the compression of cervical spinal code so the revision was performed. There were no improvements of symptoms and pain relief though completed the operation and six days passed. So inspected again and found out the allomatrix wasn't set and revised with allograft bone block."

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.